Event description:
It was reported patient underwent right total hip arthroplasty on an unknown date in 2003. It was further reported patient underwent a revision on an unknown date in 2004 for unknown reasons. Subsequently, patient underwent a radical debridement procedure on (B)(6) 2005. It was further reported patient was revised on the right side on (B)(6) 2005 due to infection and hypersensitivity.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent right total hip arthroplasty on an unknown date. Subsequently, patient was revised on the right side on (B)(6) 2005 due to infection and hypersensitivity.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso (B)(4). This report is number 1 of 10 mdrs filed for the same patient (reference 1825034-2014-00588 / 03154 / 03162).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date.